Event description:
As reported, a valved PICC was placed on (B)(6) 2013, in the right basilic. A power injection - CT of the abdomen was performed on (B)(6) 2013. The PICC was removed on (B)(6) 2013, because pooling of fluid was noticed around the PICC insertion site when an rn went to flush the device. The catheter was replaced and there were no complications to the patient. The used device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (B)(4) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the shr (packaging lots) were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical j(B)(6) 2013 complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "hole distal to the suture wing." No adverse trends were identified. The returned catheter was visually inspected and was found to contain a slit, approximately 0.7cm long at the 3cm mark. The slit is longitudinal, which is consistent with damage from the catheter tubing having been over-pressurized. The catheter tubing was sectioned just distal from the split at approximately the 4cm mark. No abnormalities or thin spots were noted at the cross section. The catheter ID, od, and wall thickness were all measured and found to meet dimensional specification. While the exact cause of the damage to the tubing is unable to be determined, no manufacturing non-conformances were observed. It is likely that the tubing was over-pressurized. Potential root causes of an over-pressurized PICC device include an incorrectly performed CT power injection (e.g. Flow rate too high, contrast not warmed) or injection/flushing through an occluded lumen. Manufacturing process controls for the PICC device include a 100% air leak test to ensure against leaks/holes as well as a guidewire insertion test for lumen patency. Incoming inspection process controls for the catheter tubing include visualization for defects and a guidewire insertion test for lumen patency. The directions for use that is supplied in the reported device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. (B)(4).